Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: 475cc mentor smooth round moderate plus profile saline breast implant (catalog number 3502475, serial number (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic/latina female patient underwent a primary breast augmentation with a 475cc mentor smooth round moderate plus profile saline breast implant and experienced postoperative right-sided deflation. The diagnosis was confirmed by a medical professional upon examination. As a result, the patient will undergo bilateral explantation on (B)(6) 2019 and replaced with 650cc mentor memorygel breast implants (catalog number 3506501bc).

Manufacturer narrative:
Mentor received an update on the events submitted in the initial report. On (B)(6) 2019, mentor received an updated explantation date. The explantation procedure occurred on (B)(6) 2019. This supplemental report has been updated accordingly. On 11/8/2019, the mentor failure analysis lab received the device for evaluation. On 11/26/2019, the product investigation was completed. During evaluation of the device, a crease was observed in the anterior view. Additionally, a tear within the crease was noted, measuring approximately 0.4 cm. No other anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. Manufacturer's reference number: (B)(4).